Event description:
Sorin group (B)(4) mitroflow division was notified on (B)(6) 2011 of a mitroflow valve (model lxa19; s/n not provided) that was reported to have a high gradient after approximately 2 years of implantation. The patient reportedly developed heart failure, but has refused further surgery. No other patient demographic or clinical information was provided by the hospital.

Manufacturer narrative:
Because the device is not available for evaluation and the hospital has indicated that no additional information will be provided, no further evaluation can be conducted by the company at this time. The company is attempting to determine the serial number of the device to conduct a device history record review.